Event description:
21g needle used to draw up medication. When engaging safety lock on needle, plastic safety cover snapped in half. Needle largely exposed and due to the motion of engaging the lock, thumb is moving up directly towards the point of the needle. This needle was clean, and no harm done however it could be very dangerous. Manufacturer response for 21 g safety needle, (brand not provided) (per site reporter). None yet.